Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/22/2019, device returned to manufacturer: yes. Device evaluation: a packaging box was received with a lens inside a lens case. The lens was observed under microscope with the subject matter expert (sme) and it was observed with a lot of what appear to be lubricant or viscoelastic residues in the optic zone and some were in the haptics; no opacities or calcifications were identified. After the lens was cleaned, the lens was inspected again under the microscope and the optic zone was clear; no calcifications or opacities were observed in the optic zone. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
The account reported debris/particles (possible calcification) on the surface of the za9003 tecnis monofocal iol (intraocular lens) during handling, prior to insertion. No further information was provided.